Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report on (B)(6) 2015 the patient experienced an insulin pump failure however, the continuous glucose monitor continued to display blood glucose readings. Patient did not report any injury or medical intervention.